Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent primary breast augmentation with a mentor smooth round moderate profile 350cc on the left side, and unknown mentor saline prosthesis on the right side experienced bilateral deflation post procedure. As a result, patient scheduled for bilateral replacements with unknown mentor saline device on (B)(6) 2021. This report relates to the right prosthesis.

Manufacturer narrative:
Updated device evaluation completed on july 17, 2021: visual analysis of the returned sample revealed that no damage or anomalies were observed on the sal smooth rnd diap 350ccc breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on april 13, 2021 indicated that the right side was intact. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Suspect device received on march 17, 2021. Device evaluation completed on march 24, 2021: documents received with the deice revealed the device identity as cat#: 3501655, lot#:1007313 visual analysis of the returned sample revealed that no damage or anomalies were observed on the sal smooth rnd diap 350ccc breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device 1007313 number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).